Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The device that was reported on is under manufacturing report number 0001822565-2018-03978.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Scrapped

Event description:
It was reported that a patient underwent a revision procedure approximately three years post-implantation due unknown reason. Attempts have been made and additional information on the reported event is unavailable.